Event description:
Additional information was received that reprogramming was performed to resolve this event.

Event description:
It was reported that post paced t- wave oversensing and fusion were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.